Event description:
It was reported to medtronic neurosurgery that the reservoir did not refill.

Manufacturer narrative:
The valve was passed reflux and leak testing. The device did not meet all specifications for pressure-flow testing, however it met the requirements for preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. It is unk what caused the report event. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.